Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential pseudoaneurysm postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been procedural factors such as puncture site location, insufficient tamping, or anticoagulant/antiplatelet use resulting in the reported adverse event. The relationship of the device to the reported event cannot be substantiated based on the available information. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A2: age & date of birth: 1938. Explanted date: device was not explanted. E1: contact: (B)(6). The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient was treated in an emergency during a stroke. An 8fr neuron max sheath (penumbra) was inserted in the right femoral retrograde, and the thrombus was removed with a vertebral catheter and an aspiration catheter. The puncture was performed without ultrasound, no angiogram was taken of the puncture site. Problem-free closure with an 8fr angio-seal. During the inpatient stay, an aneurysm spurium was diagnosed in the follow-up, which was pressed under ultrasound. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. There were no issues with insertion, deployment or withdrawal of the device. There was no blood loss. The patient was stable. The patient's hospitalization was extended due to the event. The patient was harmed and requested non-surgical intervention due to the event.